Event description:
Aleutian lateral implant reportedly dislodged approx one month post-operatively when pt was lifting his heavy grandchild. Pt has been revised.

Manufacturer narrative:
MFR was unable to obtain all reasonable facts surrounding this incident until (B)(6). Add'l details (including lifting incident, x-rays, etc.) Surrounding this incident are still being pursued. The cage was apparently discarded when explanted and is not available for eval.